Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The device was prophylactically replaced following the fsca premature battery depletion advisory. Additional information was requested but not received.